Manufacturer narrative:
The field service engineer found the sample probe tubing was damaged and had fold marks due to extension. He replaced the sample probe, measuring cell liquid level detection printed circuit board, and performed various adjustments. Calibrations and performance testing were acceptable. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received questionable results for two patient samples from the cobas e411 rack analyzer. Patient 1 initial troponin t hs stat result was 0.339 ng/ml and the repeat result was 0.100 ng/ml with a data flag. Patient 2 initial hcg stat result was 1873 miu/ml and the repeat result was 2925 miu/ml. The questionable results were not reported outside of the laboratory. The troponin t hs stat reagent lot number was 446744. The hcg stat reagent lot number was 458045. The expiration dates were requested but were not provided.